Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. The customer's blood glucose level was 226 mg/dl. It was found that the customer removed the batteries from the insulin pump for more than a week. Insulin pump was not alarming at the time of the call. Customer stated that the screen was also foggy because she sweats frequently. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. No moisture damage found inside the device. Unable to verify the battery out limit alarm due to the button/keypad anomaly. The unit was received with cracked display window corner, reservoir tube lip, and minor scratched display window.